Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of catheter kinks is confirmed, but the root cause could not be determined. One 4 fr s/l powerpicc solo with its 3cg stylet and t-lock assembly was returned for evaluation. An initial visual observation of the returned catheter showed no obvious use residues throughout the device. No kinks were visible along the catheter shaft during an initial visual observation of the device. Tactile evaluation of the returned catheter revealed what felt like an uneven, or kinked surface along the catheter shaft with and without the stylet inside the catheter; however, visible kinks or catheter damage could not be found during microscopic observations of the device. Because no visible damage was observed, the complaint of a kinked catheter is confirmed, but the exact cause could not be determined. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, before inserting PICC line, the PICC nurse felt uneven surface on PICC line an saw multiple kinks on the catheter between 15.5cm to 25cm. No other information was provided.